Manufacturer narrative:
Additional information: a1, b3, b5, b7, d10 (add entry), h4, h6 (update codes), h11. B3/d10 date: the pump was connected 02/23/2025. B5: the device was filled with flucloxacillin 8g in 230ml sodium chloride 0.9%. H4: the lot was manufactured between may 6-8, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed fluid inside the device's bladder which suggests a possible underinfusion. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusors underinfused during infusion. It was observed that less than 30% of the medication dose had infused during therapy. The device was filled with flucloxacillin. There was no report of patient injury or medical intervention associated with this event. No additional information was available.